Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient was readmitted for persistent ventricular arrhythmia which needed direct current (dc) cardioversion/defibrillation. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. It was reported that on (B)(6) 2020, the patient was readmitted for persistent ventricular tachycardia which required a direct current (dc) cardioversion. The patient was discharged on (B)(6) 2020. An electrical cardioversion was conducted and reportedly, there was no casual correlation with the device because of polymorphic ventricular tachycardia. The patient remained ongoing on (B)(6). No product was available for investigation. The hmii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.